Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that infection was observed on the device. The patient is pacemaker dependent. Device was explanted and a new device was implanted on (B)(6) 2017. Patient was stable post procedure.